Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy, the hand control was not working. Worked with the foot pedal. Unknown how the case was completed. No patient consequence.